Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was light control failure. The device evaluation found that the scope socket had a faulty scope detection slide. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the faulty scope socket was caused by the detection slide not engaging when the high sp jig was inserted into the scope socket; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd xenon light source was having a problem with the high intensity switch. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the scope socket had a faulty scope detection slide. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.